Event description:
It was reported that a patient, female, underwent an atrial fibrillation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade. After the procedure, a pericardial effusion was observed with a soundstar catheter and diagnosed a cardiac tamponade. Pericardial drainage was performed. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that this might have occurred due to contacting strongly when ablation below the pulmonary valve. Settings during the event include: ablation was conducted two times with 25 w at 35 sec.

Manufacturer narrative:
The device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.the product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.concomitant bwi products:product: soundstar® eco diagnostic ultrasound catheter,us catalog # unknown,lot # unknown.(B)(4).